Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Were left blank as the customer age and weight is unknown.

Event description:
At 1:23 a.m., the customer received a blood glucose reading of 235 mg/dl on a contour next link 2.4 meter. At 1:33 a.m., upon retesting with a different meter, a reading of 117 mg/dl was obtained. The customer stated that she was feeling thirsty, shaky and nauseous, which are her symptoms for hyperglycemia. The customer went to the hospital due to the high glucose reading she received on the contour next link 2.4 meter. The customer was in the hospital for two days and was treated for high glucose levels. The customer could not provide the details on the treatment received. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.